Manufacturer narrative:
Eval summary: a photograph of an x-ray was provided. It shows the metal head dissociated from the polyethylene insert, which was reported to have occurred during an attempted closed reduction. Details regarding the methods used and sequence of events for the closed reduction were not provided. Details regarding the events surrounding the dislocation of the bipolar shell from the pt's acetabulum were not provided. A definitive root cause cannot be determined with the info provided. The mfg records were reviewed and found to be conforming indicating that the devices were mfg, inspected, and packaged to spec. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that the pt was revised due to dislocation.